Event description:
It was reported that the pump battery could not be charged causing the pump to shut down. Reportedly, the customer was charging the pump with non-tandem provided charging supplies. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.